Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with meter to meter comparison of 68 mg/dl using true metrix meter vs 51 mg/dl using another meter and a results of 198 mg/dl. The expected fasting blood glucose test result range is 98 mg/dl. The customer did report symptoms of feeling hungry and dizzy upon standing. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer states that the doctor change his insulin from levemir to trisabea on (B)(6) 2018. Customer is now feeling hungry, and if he stands up, he feels dizzy.